Manufacturer narrative:
(B)(4). The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed partial separation at the collar. Inspection of the remainder of the device found no damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-oct-2017. It was reported that a catheter shaft kink occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device became kinked when crossing the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation at the collar.